Manufacturer narrative:
Citation: [jo eidet. Intraoperative improvement in left ventricular peak systolic velocity predicts better short-term outcome after transcatheter aortic valve implantation. Interact cardiovasc thorac surg. 22 (2016) 5¿12. Doi: 10.1093/icvts/ivv277] earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding intraoperative improvement in left ventricle velocity predicting better outcome following transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2011 and 2013. The study population included 64 patients (predominantly male; mean age 82 years), 30 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: heart failure, myocardial infarction, intra-aortic balloon pump implantation, and permanent pacemaker implantation. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.